Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: a review of the pump black box data showed no evidence of pump reboots. During a visual inspection of the pump, a battery compartment crack was observed on the side of the battery compartment from the threads traveling down to the case seal. There was evidence of corrosion/rust inside the battery compartment and on returned battery cap. The battery cap was found to attach securely to the battery compartment; no damage was found to the threads. The battery cap width measurement was within specification. The battery cap height measurement was out of specification. During testing, a leak test was performed and confirmed a leak in the battery compartment. The pump was exercised for a 24 hour basal program with no intermittent power or reboots occurring. The pump case was removed and there was no evidence of moisture found inside the pump. The complaint of a power issue was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that there was a crack in the battery compartment and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.